Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or as additional information becomes available.

Event description:
It was reported that during reprocessing, the bronchovideoscope displayed image interference and lines. There was no patient involvement associated with this event.